Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the inaccurate cgm values were verified and resulted in unspecified assistance by emergency medical services (ems) on (B)(6) 2022. Additional attempts to contact the patient were unsuccessful, and no additional patient or event information was available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.